Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, metal back patella rotating allegedly rotating inside poly, due to the potential risk and the surgeon concerns about the impact on the patient this event will be considered reportable. The surgery was not extended greater than 30 minutes.